Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the suspected the cause was operator error. The patient did not report anything to the hcp and no problem were reported when they met with the patient on (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID 37642, serial# (B)(4), product type: programmer, patient. Analysis of the patient programmer revealed antenna jack broken.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient thought her therapy was off. She indicated that she was getting an apple with key on the patient programmer screen. While on the phone with patient services the call got disconnected. The patient called back and stated she was certain her device was off and she had experienced shakiness and tremors. Patient services reviewed how to sync to her implant on the right side of her stomach but the patient was unable to sync. It was confirmed that she was getting the poor communication screen on the patient programmer without the antenna. It was also confirmed that the patient did not use the antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.